Event description:
Medtronic received information that the I-4500 -2a oxygenator leaked during priming. Fluid was observed coming from the gas outlet port of the unit. The unit was changed out and not used for patient care.

Manufacturer narrative:
Analysis: a visual inspection of the returned product shows no signs of damage to the outer wrap of the device. The unit was tested following the manufacturing test specifications, and no leaks were observed from the unit during the 70 minute test. Following this test, the oxygenator was again tested-this time with flows at 6.5 l/min and 10 psi back pressure for 30 minutes. Again, no leakage was detected from the gas port or from the end cap area. However, dissection of the unit did show moisture inside the membrane envelope, near the end roll. After drying overnight, a vacuum test was performed, showing a very slight leak in the silicone membrane. Microscope inspection shows a small abrasion cut in the membrane approximately .020" long. Conclusion: our analysis of the returned product shows that a small abrasion-type cut in the membrane is the cause of the leakage. We will continue to monitor field performance to detect similar events, should they occur.